Event description:
During turp procedure using a circon acmi resectoscope with a microvasive wedge electrode, the electrode separated in vivo. A second microvasive wedge electrode was then used and also separated, becoming embedded in the pt's prostate. Pt reportedly complained of post-operative pain and difficulty in voiding.